Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on an unknown date. Subsequently, a revision procedure due to infection has been indicated and an unknown taper complication was noted. No revision procedure has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on an unknown date. Subsequently, a revision procedure occurring on an unknown date due to infection has been indicated and an unknown taper complication was noted. A second revision was also suggested to have occurred on an unknown date due to dislodging implants caused by incorrectly sized implants. No further information has been provided.